Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited episodes of incorrect interpretation of signal which resulted in the delivery inappropriate anti-tachycardia pacing (atp) therapy. Programming changes were suggested. No intervention was reported. There were no patient consequences.